Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: passed all relevant tests. The receiver download showed fail-err67, screen recoverable error alarm, and reboot receiver due to error recovery. The complaint is confirmed because of the observation of the firmware error alarms. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determine

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue.  No product was provided for evaluation.  The reported event of initializing screen without manual restart could not be confirmed.  A root cause could not be determined.